Event description:
Reference number#: (B)(4).

Manufacturer narrative:
The service protocol/service order has not been received despite several requests. It cannot be assured in which technical status this device is currently. This complaint will be reopened and appropriate actions will then be taken if the service protocol is received and contains any further relevant information. We also did not receive any further information regarding the incident and the patients outcome. Thus the failure could not be confirmed. Therefore no most probable root cause could be determined. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Evaluation still pending. Device not returned yet. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
Venous pressure went to -500 after that the cardiohelp-I console stopped flow. Reference number# (B)(4).